Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("essure had broken in tubes"), pelvic pain ("stabbing pain / pain"), genital haemorrhage ("extreme bleeding"), pregnancy with contraceptive device ("pregnant") and abortion spontaneous ("miscarriage") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included multigravida, parity 6 ((B)(6) 1996, (B)(6) 1997, (B)(6) 2006, (B)(6) 2007, (B)(6) 2008, (B)(6) 2010) and endometrial ablation. Concurrent conditions included overweight, polymenorrhoea, vulvovaginal candida, vaginal itching, vaginal discharge and walking difficulty. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient had essure inserted. In 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular cycles"), pain ("pain"), abdominal pain lower ("lower abdominal pain") and back pain ("lower back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, menstruation irregular, pain, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea, weight increased, abdominal pain lower and back pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, back pain, device breakage, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, pain, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted : date of insertion: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : menorrhagia, dysmenorrhea, cramping and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("stabbing pain / pain"), device breakage ("essure had broken in tubes"), pregnancy with contraceptive device ("pregnant"), abortion spontaneous ("miscarriage") and genital haemorrhage ("extreme bleeding") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included gravida ii and parity 6 (B)(6) 1996, (B)(6) 1997, (B)(6) 2006, (B)(6) 2007, (B)(6) 2008, (B)(6) 2010). Concurrent conditions included overweight. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). In august 2010, the patient had essure inserted. In 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular cycles"), pain ("pain"), weight increased ("weight gain"), abdominal pain lower ("lower abdominal pain") and back pain ("lower back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy) and surgery (ablation). Essure was removed in 2012. At the time of the report, the pelvic pain, device breakage, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, menstruation irregular, pain, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea, weight increased, abdominal pain lower and back pain outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, back pain, device breakage, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, pain, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, reporter added, concomitant condition added, product information updated, event added as:- abnormal bleeding (vaginal, menorrhagia)), migraines / headaches, , dysmenorrhea (cramping), pain, weight gain, essure had broken in tubes incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("stabbing pain"), pregnancy with contraceptive device ("pregnant"), abortion spontaneous ("miscarriage") and genital haemorrhage ("extreme bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular cycles") and pain ("pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, menstruation irregular and pain outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, genital haemorrhage, menstruation irregular, pain, pelvic pain and pregnancy with contraceptive device to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.